Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. However, the subject device has already been disposed of without receiving any inspection. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc could not determine the exact cause of the reported phenomenon based upon the information from olympus china. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). However the subject device had already been disposed of without receiving any inspection, therefore the reported phenomenon could not be confirmed. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for the laparoscopic cholecystectomy using the device used in combination with the visera 4k devices, it was found that the subject device gave the error e116 which indicated the subject device malfunctioned. The user completed the intended procedure using the subject device without more than fifteen minutes extension. There was no report of patient injury associated with this event.